Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported impact on the customer's blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into a wall adapter.